Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing being discolored was received from the customer. No product or photo was returned by the customer. The customer complaint of cosmetic issues - discoloration could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2204-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. Previous investigations have shown that this defect is due to the sterilization process. The irradiation process is known to modify polymers which causes some discoloring, depending on the applied radiation level (dose) and material choices. The degree or intensity of discoloration can also change over time, as it approaches shelf life, and under certain storage conditions such as high temperatures. Nonetheless, this type of discoloration is strictly cosmetic and does not affect the safety and functionality of the device as tested and sterilized. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the alaris pump module infusion set experienced discoloration for foreign material. The following information was provided by the initial reporter: on one of the boxes of filters we received, the tubing is dark and yellow.